Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was reported that the patient had pain; the issue was ongoing. Additional information reported that the device was not working; the therapy was turning off and the session timing out. It was unknown if the issue was resolved. Additional information was received from the patient and the manufacturer's rep: pt started stage 1 trial 3 days ago and was having improvement in symptoms until today when they noticed a message on the handset saying the session has timed out. Pt also noticing the stimulation is shutting off per the handset and intensity has gone back to 0ma on her program 2. Pt has been only using program 2 on 1.2ma throughout the trial and has not changed to another program. Tss reviewed that pt should close out of the handset app when finished using handset but this shouldn't turn stim off. Tss reviewed that intensity will turn to 0 if stim turned off. Caller will check with pt on exiting out of app when finished and for pt to avoid intentionally or accidentally pressing ens button. The patient called in again and keeps getting a message application has timed out. When they go into the settings the therapy has turned off and it is at 0.0. Patient turns the stimulation on and goes back to 1.2, leaves it and then gets the same message and it is back at 0.0. The patient has had to turn it back on 4-5 times. Patient has a call into the doctor's office. Patient said, they had the basic trial before and never had this issue. Patient services called mobility and they said they don't support the application just the phone. The issue was not resolved through troubleshooting. Patient services emailed the field staff to call patient back. The rep replied that they reached out to the patient and resolved the issue. The patient reported the same issue to support link: patient stated they are having a lot of problems with the programmer and she have been speaking to the sales rep for help with this issue. The device keeps turning on and off and will not connect. Additional information was received. The patient reported they were experiencing numbness. The patient also reported their cable had become dislodged.

Manufacturer narrative:
Concomitant medical devices: product ID neu_unknown_lead, serial/lot# unknown, product type lead. Other relevant device(s) are: product ID: neu_unknown_lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.